Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent delivery accuracy testing, and was found to be functioning within published specification. The reported customer complaint was unable to be confirmed-it was noted as well that no issue related to the complaint was found in the event history log.

Event description:
Information was received indicating that a smiths medical cadd legacy pump failed accuracy (-10.65%). It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.